Manufacturer narrative:
Weight: unk, race: unk, ethnicity : unk. This product is manufactured in the u.s. But not marketed in the u.s. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -09.50/+2.0/093, into the patients left eye (os) on (B)(6) 2021. The lens was observed to have been implanted upside down and there was no patient injury. The lens was explanted on (B)(6) 2021 and was re-implanted into the eye. There was no patient injury reported with this second intervention and the problem was resolved. The cause of the event was due to user error.